Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing line ripped off near the site connection. It occurred with three sets. No further information available.